Manufacturer narrative:
No patient's information was provided, although patient's information was requested.

Event description:
The customer reported that the unit failed while in transport with an error code message of machine and proximal pressure sensors failed. In addition, an error code data acquisition (da) pcba adc reference failed was noted in the diagnostic codes. There was no patient harm reported.